Manufacturer narrative:
H6: upon receipt of the device ventec downloaded its electronic records (system logs) for analysis, where it was observed that the device's settings for patient circuit disconnect was set to 8 breaths. This meant that the device would not trigger an alarm for patient circuit disconnect until it had performed 8 breaths while disconnected. To enhance patient safety, this value should be lowered to ensure the device alarms sooner. Additionally, the low inspiratory pressure and low minute volume alarms were turned off, which meant that the device would not alarm for these issues, even if the patient circuit was removed from the patient. It is important to note that when the low inspiratory pressure and low minute volume alarms were disabled, a warning appeared. However, when these alarms were re-enabled, the device functioned as expected and alarmed appropriately. By reducing the patient circuit disconnect alarm threshold and reactivating the low inspiratory pressure and low minute volume alarms, the issue was resolved. Proper device operation was observed through functional and performance testing. There was no evidence of a device malfunction. Additionally, there was no evidence of missing alarm activations. The vocsn clinical and technical manual [p.116] states the following: "precaution: always test the patient circuit disconnect alarm before use to verify it detects disconnects and/or decannulations with the specific patient conditions, patient interface, and vocsn settings. Note: the patient circuit disconnect alarm may not activate with every disconnect condition. Ventec life systems recommends using the low minute volume, low inspiratory pressure, and apnea alarms in addition to the patient circuit disconnect alarm to ensure ventec one-circuit disconnections are detected" the investigation determined that the root cause of the reported issue was user error.

Event description:
It was reported to ventec that the device did not alarm as expected during use. The patient's parent advised that they had disconnected the patient breathing circuit in order to perform cough assist therapy using a different device. The parent then noticed that their device did not provide a patient circuit disconnect alarm, as expected, after the patient breathing circuit had been disconnected. There was patient involvement associated with the reported event, however, there were no reports of patient harm as a result of the reported issue. The initial reporter advised that the device was later exchanged for a different vocsn.

Manufacturer narrative:
H6: ventec received a copy of voluntary medwatch report mw5183271 from the FDA which had been submitted by the user facility. Section h10 has been updated accordingly. Based on ventec's investigation, it is important to note the following: the vocsn clinical and technical manual [pg. 24] states the following: ¿vocsn was designed for use with active, passive, valveless, or mouthpiece ventec one-circuits. Do not use third-party patient circuits with vocsn. Assemble ventec one-circuits and ventec one-circuit accessories using the procedures and sequences depicted in this manual. Warning: adding unauthorized attachments, components, or sub-assemblies to the ventec one-circuit can change the pressure gradient of the ventec one-circuit and adversely affect the performance of vocsn. Warning: to ensure patient safety, check the ventec one-circuit and verify that all system settings and presets are appropriate before providing therapy, and on a routine basis during therapy.¿ the vocsn clinical and technical manual [pg. 169] states the following: ¿replace the external bacterial filter between patient uses, whenever it becomes soiled or damaged, or every 30 days (at a minimum).¿ the vocsn clinical and technical manual [pg. 170] states the following: ¿replace the vocsn internal bacterial filter whenever it may have become contaminated or the external bacterial filter is compromised.¿ the vocsn clinical and technical manual [pg. 50] states the following: ¿the vocsn pre-use test calculates the resistance and leak of the ventec one-circuit. Based on these calculations, vocsn verifies the integrity of the ventec one-circuit, and also improves the accuracy of therapy delivered during ventilation. If used, the pre use test will also verify the connection status of the ventec one-circuit o2 tube. It is recommended to run a pre-use test each time the ventec one-circuit or its configuration is changed or in any way modified before initiating therapy.¿ ventec performed a review of the device's manufacturing records which showed all requirements were met. Final test specifications were acceptable. No non-conformities or anomalies were found related to this complaint when reviewing the device history record. Trend analysis and risk analysis were considered acceptable.